Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery she was experiencing waxy vision and she felt like she had vaseline in her eyes. The iol was replaced with a different model lens. The event resolved following the iol exchange. In a follow up, the surgeon reported the pt experienced distorted vision. There are two medical device reports associated with this event. This report is for the left eye.